Event description:
Inability to return blood to patient as clots forming in thermax warmer tubing/device. This is a reoccurring issue with potential for clot to enter bloodstream of patient. Unsure if related to tubing or device or operational issue.